Event description:
It was reported that during an unk procedure, the cartridge shot out of the device when it was fired, causing a tear in the tissue. The case was converted to open to repair the tear. Spoke to the contact at the hospital and the following was obtained: the procedure was laparoscopic nephrectomy. Contact stated that most probably the device was not loaded properly by the scrub nurse, and the staff was re-inserviced accordingly. When device was fired, an artery was damaged causing the convert to open. Another surgeon was called into the room to repair. The pt is fine.

Manufacturer narrative:
Date sent: 09/28/2009. Information anticipated, but unavailable at this time.